Event description:
A physician reported products stopped aspirating during cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two used fluidics management system in the trays were visually inspected. The drain bags were detached from the drain bag tape on the covers due to saturation. The samples were tested using a console. The samples could be recognized by the console. The samples primed and tuned with the console handpiece and the 0.9 millimeter aspiration bypass system tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. Aspiration and irrigation flow rates from the samples functioned within specification. The root cause of the customer's complaint could not be established; the returned samples functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).